Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of post lumbar laminectomy syndrome and spinal pain via a manufacturer representative. It was reported that the patient was only getting 2 coupling bars and they used to always get 8 coupling bars. The antenna locate feature was used and they got a score of 68. A recharge was attempted with the antenna over the implant and a poor coupling screen was reported. Only 2 coupling bars were seen and repositioning the antenna did not resolve the issue. It was reported that another antenna locate was performed, and with the ins recharger (insr) off the ins, it had a score of 52. With the insr on the ins, there was a score of 68. It was reported that the ins felt like it was laying properly in the pocket and was snug, but it was recommended that the patient have an x-ray done to investigate the possibility of a flipped ins. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that a replacement recharger antenna was requested to investigate if the issue was with the antenna. The patient reported that they received the replacement antenna and were still getting only 2 bars. The patient was reviewed to try new recharger and if that does not resolve the issue, the patient should follow up with their healthcare professional. The patient reported that they have never felt stimulation in the left side. The patient reported that about 2-3 months ago, they had fluoroscope and left side wire was not hooked up. The patient reported that they had it hook up and had horrible pain in legs, could barely walk and had to use crutches. The patient reported that since the wires were hooked up, that is when they started having problem with only getting 2 coupling boxes. The patient reported that they got the insr antenna and the replacement insr and they were still only getting 2 bars. The patient reported that while at the healthcare professional, they checked the ins under fluoroscopy and everything was where it should be.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they were getting the ins replaced. Follow-up was conducted to determine more information regarding the replacement surgery. No further complications were reported.